Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas displayed persistent high glucose readings reported at 401 mg/dl with an occlusion alert that resolved after a full supply change, with continued hyperglycemia trending downward. The user confirmed no visible leaks or kinks and later completed a firmware update and data sync, which confirmed correction doses were being delivered, and the device in use included a connector/coupler component associated with an obstruction of flow. Symptoms included headache associated with hyperglycemia. Outcomes included no health consequences or impact and minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow and a deformation problem associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.